Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for a ventilator inoperative alarm condition. There was no harm or injury alleged. The ventilator was returned to the manufacturer for evaluation. On evaluation, the device powered on normally and operated without the occurrence of a ventilator inoperative event. Evaluation did not duplicate the ventilator inoperative issue; however, evaluation did confirm a ventilator inoperative event recorded in the devices error log. No device repair was completed associated with the ventilator inoperative error. Unrelated to the ventilator inoperative complaint, an error code was noted in the download log indicating an event of inability to write to the event log. The main printed circuit assembly was replaced to address this non-critical event.